Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of zelante dvt thrombectomy system with no other devices. The pump, shaft, and tip were microscopically and visually examined. There were numerous kinks throughout the device. Functional testing was performed by placing the device in the console. Functional testing also showed a leak at the male connector with female luer. It was also observed that fluid was leaking from the boot. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® zelantedvt¿ was selected for a venous thrombectomy procedure in the right leg. The device was primed and aspiration was initiated inside the body. However after 20 seconds, a leak was observed at the pump and an error message to check saline supply displayed. Aspiration stopped and they stopped using the catheter. The procedure was completed with a non-bsc catheter. There were no patient complications and the patient's condition was fine.